Event description:
On (B)(6), 2011, a doctor alleged that four (4) patients experienced the debonding of crowns after placement with maxcem elite. This is the fourth of four reports.

Manufacturer narrative:
The initial report included catalog number 33872 for the maxcem elite product. The correct catalog number for the product is 33873.

Manufacturer narrative:
The doctor re-cemented all debonded crowns without further incident. The product was not returned by the customer; an evaluation on the retain sample was performed. All results were within specification.

Manufacturer narrative:
The product involved in the alleged incident was returned and evaluated for adhesive strength, yielding results within specifications. No similar complaints have been received with regard to this lot which indicates that this incident is an isolated incident that occurred as a result of a user/technique related problem and was not due to a product failure.